Event description:
Patient ID: (B)(6) it was reported that on (B)(6) 2023 one 3.0x38 mm xience prime stent was implanted in the right anterior tibial artery (ata) and one 3.5x33 xience prime stent was implanted in the right peroneal artery. Eleven days after the stent procedure, the patient had thrombus in a study vessel. The patient had right foot pain at rest and dusky toes. Ultrasound showed 100% occlusion of the sfa (superficial femoral artery), popliteal and ata stented vessel with no run off. There was acute thrombus in the right sfa, popliteal and ata. Thrombectomy was performed with minimal success and the clot was unable to be extracted. Direct thrombolysis was performed. Angiogram showed improved flow to all vessels with balloon angioplasty to mid to distal sfa lesion at overlap of stents improving vessel caliber. Rivaroxaban was started. The patient was discharged to home five days later. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of ischemia, pain and thrombosis are listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The additional xience prime device referenced in b5 is filed under a separate medwatch report number.

Event description:
Patient ID: (B)(6). Subsequent to the previously filed report, additional information was received that thrombus was noted inside both implanted xience prime stents. Revascularization was performed on (B)(6) 2023 in the study lesions, anterior tibial artery and peroneal artery. On (B)(6) 2023, revascularization was also performed in the non-study superficial femoral artery. No additional information was provided.